Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had cracked lens. The issue was identified during reprocessing. There was no patient involvement.

Event description:
It was reported the subject device had cracked lens. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please refer to the following fields for updated information: g3, h2, h3, h4, h6, h10. Correction: d4-expiration date null, d10-concomitant product null the customer's allegation was not confirmed. The device evaluation found a blurry image, and a failed leak test. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.